Event description:
A female underwent aaa repair with a zenith renu cuff in 2006. A pre-existing graft of another manufacturing had been implanted 12 months previously and had migrated more than 10mm caudally causing a type I endoleak. According to the 24-month follow-up report, the pt's aneurysm expanded >5mm since time of renu implantation. The presence of an endoleak was noted, but the type was unk. Both the renu graft and the pre-existing graft were reported to be patent, intact, and free from kinks. The 365 day follow-up reported the aneurysm as having stabilized (<5mm growth or shrinkage). Core lab evaluation of the 30 day and 6 month imaging showed a type ii endoleak at both time-points. The aneurysm size was not measured by the core lab at 30 days due to the imaging quality so aneurysm growth cannot be determined. Core lab evaluation of the 365 day and 24 month imaging is not yet available. No further information is available at this time.

Manufacturer narrative:
Evaluation: each zenith device is shipped with an "instructions for use" (IFU) booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up, so that leaks should they occur can be identified and addressed before causing clinical problems. The device remains implanted. An internal clinical review indicated that the event was caused by pt anatomy as well as migration due to anatomical changes in the pt over time.